Manufacturer narrative:
Belmont internal complaint file # (B)(4) has been logged for this incident for traceability. Belmont received the unit for investigation on 4/11/2022 and the investigation is currently ongoing. Although there is no report of patient injury, and the fms is not intended to be used while connected to an ECMO unit, belmont is working to gather further information from the distributor . When the rapid infuser ri-2 recognizes a situation that is compromising, effective infusing, it stops pumping, heating, moves the valve wand into recirculate position,displays alarm message, instructions for corrective measure, and sounds an audible alarm and displays an alarm message with instructions for corrective measure. In the event of an "air detetection", the rapid infuser exhibits the following alarm message: "air detection, open the door. Squeeze tubing below detector to clear trapped air reinsert tubing and close the door". The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available about air bubble being directly associated with te use of ri-2. Certain other conditions that could have lead to air bubbles includes air in the line, tubing in the air detection sensor not seated firmly in the detector or leak in the disposable. A review of past complaints indicates that there have been no other complaints related to this lot number. No trend has been identified for this type of issue. There is no known injury to the patient. Once the additional information becomes available, a supplemental report will be provided.

Event description:
Event occurrence during suturing of the first donor lung under ongoing central vaecmo support. During bolus administration via ris, the small reservoir had run empty and alerted that it needed to be refilled. Refill was confirmed, infusion was connected. Subsequently bolused 100ml via ris at rate 500ml/min. Ris then infused infusion solution with air at flow rate of 500ml/min via 12 fr. Catheter venously into patient (air seen in line by colleague). Immediate flip of 3-way stopcocks of catheter and stop of ris by pressure alarm. Subsequently, detection of bubbles in the venous limb of ECMO and style stand of ECMO due to chaining alarm. Immediate ECMO change, hemodynamic instability of the patient in consequence for about 30-40 minutes, but currently no evidence of arterial air transfer. Transplantation could be completed as expected, no current evidence of permanent sequelae in the patient. Upon analysis after event occurrence, it was noticed that the infusion at the ris for filling the reservoir was still closed with the clamp. The described error could not be reproduced by the user and there was no indication of patient harm.

Manufacturer narrative:
Upon receipt of the referenced rapid infuser, ri-2 unit s/n:(B)(6),the service engineers unable to confirm the customer complaint after extensive testing and 48 hours of stress testing at elevated temperatures. They also double checked fluid out and error detectors, along with the power drive module and all cables in the system. They were all connected and operated properly. Although the 3 spike disposable set in use was not returned to belmont. Aall 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. It was reported that the device was utilized during ECMO support. The infusion device may only be used with supplied disposables. The device should also not be used with unprocessed whole blood. No device malfunction could be verified and the root cause of the reported incident could not be definitively determined however it is likely due to the device being used during ECMO support, the rapid infuser is intended be used only with the supplied disposables. Belmont service department upgraded the system to the latest software revision and replaced the batteries in the system. To ensure that this unit performs according to our specifications, it was operated at elevated temperature for 48 hours. Upon completion, a final functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. The trend analysis shows no trends exist for this issue. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.